Event description:
Reporter indicated that vns pt had passed away. The pt was found dead at their home. No details were given regarding the cause of death at the time of initial report. Physician indicated that the relationship between the ncp system and the cause of death was unk. Autopsy report is pending. Pt was last seen by physician in 2001. It was reported that the pt was receiving the vns therapy at the time of death. Attempts to obtain additional info have been unsuccessful to date.